Manufacturer narrative:
Investigation summary: ten 5ml syringes (p/n 309646) were received. Eight were sealed inside their blister packs and confirmed to be from batch # 1041466, two were loose and wrapped in a paper towel. The samples were visually evaluated. Seven of the sealed and two of the loose syringes were observed to have a residue of dark green foreign matter outside of the fluid path on various areas of the barrel and plunger rod. One sealed syringe and one loose syringe had the same foreign matter in the fluid path of the syringe . One sealed syringe had no visible defects. The foreign matter observed appeared to be grease. Potential root cause for the foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch #1041466 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the foreign matter defect is associated with the assembly process. The aql for foreign matter is 0.25%. The defective rate identified is 9 out of 473,000 which is 0.0019%. No corrective actions are necessary based on the defective rate identified. Batch #1041466 is consi: dered in compliance with our product specification requirements.

Event description:
It was reported that 2 5 ml bd luer-lok¿ syringe sterile, single use experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 309646. Batch no: 1041466. Customer stated that there is residue inside the packaging and on the syringes like mold or grease.